Manufacturer narrative:
International medical device regulators form (imdrf) adverse event reporting (B)(4). Initial medwatch originally submitted to the FDA on 19oct2018 but the acknowledgement failed due to invalid data in reporter section. It was subsequently filed again on 20sep2019 but the acknowledgement failed due to invalid data in reporter section ((B)(4)).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2018 and inspection of the unit was performed on 02/oct/2018 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Prism scratched. Passed wet leak test. Passed dry leak test. Customer complaint confirmed. Light carrying bundle distal cover glass middle scratched. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: deflector body link. Distal case/cap. O-ring (0.5x1.3).